Event description:
Possible defective surestep pro test strips reported by rn. Test strip gave reading blood glucose reading of 4 twice. Pt had no symptoms. Repeat test with different strips gave result of 108. Testing of high and low control were normal.